Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic controller to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that customer kept receiving an endoscope error. Prior to calling in, caller tried a second scope with no change. The tse verified errors in logs pointing to a possible endoscopic controller (escp) issue. The tse walked caller through a hard power cycle of the tower, but issues persisted after installing two scopes. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the port size incision was not increased, and additional ports were not placed. There were no injuries or harm to the patient.

Manufacturer narrative:
The probable root cause is linked to the device but is unable to be traced more specifically as failure analysis was unable to detect any issues with the endoscopic controller (esc).

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscopic controller (esc) was evaluated by the failure analysis (fa) and the issue was confirmed via the lighthouse error logs. The esc was visually inspected, where no issues were found. The esc was installed onto a known good system and powered on with no issues. An endoscope was installed, where the image was displayed properly. The esc light levels were also checked, where they were seen to be normal. The system was left to idle for two hours, and power cycled five times with no issues. As a result of these findings, no root cause could be determined.